Event description:
It was reported that during cleaning, it was discovered that the hose of the motor device had a hole in it. During in-house engineering evaluation, it was observed that the device ran in locked position - power broken. It was further determined that the device had a hose damage (excluding rupture), component damage, insufficient/low power and worn vanes. It was observed that the locking components were damaged. It was further determined that the device failed pretest for visual assessment, hose assessment, loctite assessment, safety assessment and rotational speed assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device running in locked position - power broken, identified during service and evaluation was confirmed. The assignable root cause was determined to be traced to user, which is user error. UDI: (B)(4).